Event description:
It was reported that an ilet user experienced an unresponsive touchscreen that prevented unlocking or confirming a firmware update, and a crack was later observed on the display; the device was replaced and the user was advised to contact their clinician for backup therapy and to continue cgm use via dexcom. Symptoms included no injury. Outcomes included interruption of insulin pump use and need for replacement. Investigation included customer interview and troubleshooting. Investigation of this case revealed physical damage to the screen and loss of touch functionality. It was concluded that the device experienced screen damage resulting in failure of the touchscreen and that replacement was warranted.